Event description:
It was reported that on (B)(6) 2013 surgeon removed accolade stem, liner and head due to non union and replaced with restoration modular stem, head and liner.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that on (B)(6) 2013 surgeon removed accolade stem, liner and head due to non union and replaced with restoration modular stem, head and liner.

Manufacturer narrative:
Updated patient's date of birth based on additional information. The patient is 59 inches in height. An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed. A medical review of the x-rays prior to the revision surgery was conducted by a clinical consultant, and it was indicated that the fracture developed at the stress riser at the junction of the stem tip and proximal screws, the physician also indicated that the osteomalacia in the left hip contributed to the peri-prosthetic fracture. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined however a clinician review of all available information indicated that the "fracture developed at the stress riser at the junction of the stem tip and proximal screws and was contributed to by the metabolic osteomalacia described". A review of the operative reports from 2008 indicated that the patient was diagnosed with degenerative joint disease of the left hip with underlying osteomalacia. It is known that postoperative complications can include femoral fracture particularly in the presence of poor bone stock. In this case it is known that the patient had a history of degenerative joint disease of the left hip. There is no evidence from the information received to suggest a manufacturing related issue.